Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. Additionally, it was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.